Event description:
A healthcare facility in missouri has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc191-05 nasal tubing 70mm (subject tubing) was found to be torn during use on a patient. It was also reported by the healthcare facility that the patient experienced a minor desaturation, the subject tubing was replaced to continue the therapy, and the patient quickly recovered from the reported desaturation. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details of two units were not received from the customer section h4: device manufacturing details of two units were not received from the customer section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in missouri has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing (subject tubing) was found torn during use on a patient. It was also reported by the healthcare facility that the patient experienced a minor desaturation, which quickly resolved upon replacement with a new tubing. It was further reported that the patient remained stable after the event, with no further patient consequences.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing was stretched and torn at the circuit connector end. Fourier transform infrared spectroscopy (ftir) testing did not indicate the presence of chemicals that could have contributed to the damage. Scanning electron microscopy (sem) revealed ripped edges on the damaged film consistent with tearing or a ripping motion. Conclusion: based on the visual inspection of the subject device, testing results, the information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive mechanical force. As part of our manufacturing process, all flexitrunk nasal tubings undergo visual inspection and pressure testing during production. Devices that do not meet these requirements are rejected. This indicates that the reported event likely occurred after the device was released for distribution. A caution insert is included with the product, reminding users to take extra care when handling the bc191-05 flexitrunk nasal tubing. Additionally, the user instructions which accompany the bc191-05 flexitrunk nasal tubing state: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."